Manufacturer narrative:
(B)(4) follow up emdr for device evaluation: one sample was provided to our quality team for investigation. Through visual inspection, the cannula was observed to be broken. Further inspections identified the needle was bent near where the break occurred. A device history review was performed for reported lot, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Product is inspected throughout the manufacturing process according to procedure, verifying all critical dimensions are within specification and there is no damage or defects with the product. All records were reviewed and no issues were identified during inspections for the reported lot. Given the bend observed on the cannula, it appears as if the needle may have been repositioned during use which can lead to breakage as observed in the sample received. Based on our investigation and sample evaluation, we cannot identify a root cause related to our manufacturing process at this time. Complaints received for this device and reported issue will continue to be tracked and trended for future occurrence. H3 other text : see manufacturer narrative.

Event description:
Material no.: 4306cwsp batch no.: 0001389762. It was reported that the needle broke off in the patient's back. Per attached complaint details: the inquirer below states they were using a spinal tray and the needle broke off in the patient¿s back. They were able to remove the needle using x-ray. The product is attached and I informed the inquirer to hold onto the needle remnants.

Manufacturer narrative:
(B)(4): initial emdr submission. A follow up emdr will be submitted if additional information becomes available.

Event description:
Material no.: 4306cwsp batch no.: 0001389762. It was reported that the needle broke off in the patient's back. Per attached complaint details: the inquirer below states they were using a spinal tray and the needle broke off in the patient¿s back. They were able to remove the needle using x-ray. The product is attached and I informed the inquirer to hold onto the needle remnants.